Event description:
While the nurse was preparing to use the hearing screener on an infant she received a painful shock from a frayed cable attached to one of the ear pieces. Biomed removed the equipment from use and ordered a replacement transducer cable. After contacting the manufacturer, the entire system was returned for evaluation. The manufacturer was unable to duplicate this problem. System has been returned to use.====================== manufacturer response for infant hearing screener, natus======================manufacturer was very concerned and requested we return the entire system for evaluation. A loaner was sent immediately and our system was returned to them for evaluation. The cause for the shock could not be determined however.